Event description:
Info was received that reported a pt was hospitalized in 2006 due to diabetic ketoacidosis. Per the reporter, she starting experiencing high blood glucose levels 2 days before. On event day, in the am, her glucose meter read "hi" and she was taken to the hosp where she was admitted. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed, no anomalies were found. No operational or functional failure was detected and the product was within specification.